Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Technical services (ts) reviewed the device episode data and suggested that the noise may be due to electromagnetic interference (emi). There was oversensing of the noise on the rv channel. All other lead measurements were stable. The lead remains in service. No adverse patient effects were reported.